Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer "experienced issues with the touchscreen" and customer had to turn the pump off and on again in order to use the pump. There was no reported impact to customer's blood glucose. No additional information was provided. The customer declined troubleshooting and follow up from tandem technical support.